Event description:
During placement of the orvil, the anvil became detached from the delivery tube and got stuck in the patient's esophagus. Doctor was able to extract the anvil. No apparent injury to patient other than extended time under anesthesia.pieces were retrieved and inspected. There does not appear to be any fracture of the device. The delivery tube fits onto a barb on the end of the anvil assembly. It appears the tube was simply pulled off the barb.=====================manufacturer response for circular stapler, covidien auto suture (per site reporter).======================pending evaluation.